Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the teflon of the tip section melted during procedure. The issue occurred during a therapeutic gastric wedge resection. The intended procedure was completed with another similar device. There was no report of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was confirmed. The reported events are inferred to have occurred through the following mechanism. 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear away. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed, and it was causing a probe damage error. Based on the results of the investigation, the root cause of the reported malfunction could not be identified/determined. Olympus will continue to monitor field performance for this device.